Event description:
A 52 yr old white g2p2 female status post right submuscular 230-50cc gel implants for augmentation 8-81. History of fall, onto right breast several yrs ago. Complains of increased pain for 1 1/2 yrs, right greater than left. Systemic problems including: arthalgias, myalgias, swelling, fatigue, adenopathy, fevers, sweats, headaches, dizziness, neurocognitive problems, rashes, raynaud's, gastrointestinal/genitourinary problems. Otherwise healthy.